Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed and was not confirm for crackling and snowy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lock on the camera port in the center was also broken and faulty (video connector does not click when it is connected) due to deformation of video connector socket. Also, for crackling and snowy image a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a crackling and snowy image, and the lock on the camera port was broken and faulty. The event occurred during a procedure. The intended procedure was completed using the same device. There were no reports of patient harm.